Manufacturer narrative:
(B)(4). The customer report of the spike disconnecting from the heater bag was undetermined. A batch review was not performed as the lot number was unknown. Product surveillance spoke to the home patient's caregiver. The set-up was discarded and therapy was restarted with new supplies. The caregiver stated she has had no further connection issues. There was no patient injury or medical intervention as the patient was not connected at the time of the reported problem. Proper procedures were reviewed with the caregiver. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service center and reported the spike disconnected from the heater bag during set-up and fell on the floor. The baxter technical service representative (tsr) assisted the home patient (hp) with cycling power to restart therapy with new supplies. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.